Event description:
The customer reported that the device activated without the activation button being pushed. This prolonged the procedure by an hour. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.